Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via central shunt vein utilizing a retrograde approach through a 5frx3cm mosquito sheath. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified unspecified forearm vessel. After a 0.035x100cm non-bsc guide wire crossed the stenosed site, the physician started dilating the lesion with a 4.0x40mmx40cm mustang balloon catheter. However, on the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was then completed with another 4.0x40mmx40cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).